Event description:
Customer reported receiving a high reading on her freestyle meter. Specific value not provided by customer. Customer took more insulin based on such reading, which resulted in a seizure, as reported by the customer. Customer's family member came home from school to find her in this state and called 911. Family member provided a glucagon injection. No other treatment was reported and it is unclear if the paramedics ever arrived after the call to 911.